Event description:
The customer reported that the device would no longer open after being applied to tissue after four hours of use during a laparoscopic total gastrectomy. The surgeon resected the tissue adjacent to the jaws in order to remove the device and there was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.